Event description:
The hospital reported that during the saphenous vein harvesting procedure, the image on the endoscopic was observed to be cloudy. A replacement scope was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Investigation results: scholly assessment received on april 11, 2007, indicates that the objective were damaged from mechanical shock due to poor handling by the customer.